Event description:
It was reported that the atrial lead exhibited increasing thresholds and increasing/high impedances. The lead was attempted to be replaced, but it was not possible to obtain venous access on the left side. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.